Event description:
The customer contact reported, backflow of fluid from the secondary solution container into the primary tubing drip chamber. The primary tubing set was being used to deliver an unspecified solution at an unspecified rate via a symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggy back delivery of an unspecified volume of levaquin. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted backflow of an solution into the primary drip chamber. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).